Event description:
It was reported that a malfunction alarm occurred with the pump, identified by fault code malf 16. There was no reported information on whether there was an adverse impact on the customer's blood glucose level. Technical support decided to replace the pump since it was still under warranty, but the customer declined to disclose their backup therapy plan.